Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an erosion. The lead was almost protruding out of the patient's skin causing an erosion. No additional adverse patient effects were reported. The rv lead remains in service.